Manufacturer narrative:
Additional information: section h imdrf annex codes and section d concomitant med prod data . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that auxiliary drawer had failed. A field service engineer (fse) isolated the auxiliaries from the main unit and confirmed the main booted to windows. During testing, it was identified that the station failed to boot when auxiliary drawer 3.1/3.2 was connected. Further isolation revealed a faulty drawer where the plunger and u link were stuck in the solenoid and could not release. Fse verified that the pyxis module controller, retractor band cable, and drawer controller were functional. The issue was resolved by replacing the damaged solenoid, drawer controller board, and retractor band in auxiliary drawer 4.1. Post repair, the storage space was recovered and successfully tested using the hardware test application and validated by pharmacy. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.